Event description:
Caller reported blood glucose results of 70 mg/dl on aviva system 1, 135 mg/dl on aviva system 2 within 10 minutes. Customer self-treated with 2 ounces of dex4 (liquid glucose). No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is compact plus system 1, medwatch with (B)(6) is compact plus system 2.